Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with chest pain. Device interrogation revealed low amplitude r waves and a decrease in pacing impedance. Loss of capture at high output and lead dislodgement was also noted. The lead was repositioned on (B)(6) 2021. The patient was stable during and post-surgery.